Event description:
"IV pump alarmed 15 minutes after initiation of chemotherapy. Upon assessment of pump rn noticed chemotherapy on surrounding floor and down the IV pole. Upon further assessment it was noted that the cassette of the primary line was depressed and chemotherapy was leaking out of the top. Pump read total of 129 cc 'administered' when alarmed. ICU medical primary plum set lot 14216447 list no. 14687-28."